Event description:
It was reported that the customer's insulin pump rewinding process is not working correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. No rewind anomaly noted.